Event description:
Healthcare professional reported, "upon peeling off inner shell. Tyvex top fragments of the tyvex remained around the rim". Device was implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified. Tyvek or thermoform sticking: observed, lid delamination on the photo attached. No additional observations are performed. Additional, changed, and/or corrected data: h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device will remain implanted.

Event description:
Healthcare professional reported "upon peeling off inner shell tyvex top fragments of the tyvex remained around the rim". Device was implanted.